Event description:
Analysis of the returned usb cable was completed on 04/16/2015 and it confirmed a disconnected wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the usb connector of the tablet device appeared to be defective. Another usb connector was used with the programming system and the issues resolved. A replacement usb connector was sent to the healthcare professional. The suspected usb cable was returned to the manufacturer on (B)(6) 2015. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.